Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. Data was received but investigation window does not reflect the alleged device. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.